Event description:
It was reported by the customer that the subject device experienced a blackout event, no image after water invasion. The issue occurred during inspection for use. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The reported issue of blackout could not be reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.